Event description:
Patient status post left wrist fracture implanted with lcp straight wrist plate and screws on (B)(6)-2011 complained of pain. Patient was returned to operating room on (B)(6)-2012 and all hardware was removed. Surgeon noted patient was healed/fused and was not revised to any new hardware. This is 1 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.